Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
The dealer states if the chair stops on the van ramp, it starts to veer to the right due to a bad left motor.

Manufacturer narrative:
Additional/updated information was added to reflect the device being returned to the manufacturer for evaluation. The result of the evaluation was that the brake static torque was tested with a torque wrench and exceeded 40 nm. There was no play in the output shaft. The original complaint issue was not confirmed.

Event description:
The dealer states if the chair stops on the van ramp, it starts to veer to the right due to a bad left motor.